Manufacturer narrative:
The device log files were provided to technical support for assessment. The reported malfunction was confirmed through the log review. The customer was recommended to replace the inspiration block as a precautionary measure to prevent recurrence.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that upon startup, the device experienced technical failure 300, 316, and 545. Complainant indicated that there was no patient involvement in the reported issue.